Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. On (B)(6) 205, the physician elected to cap and replace the ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were for oversensing noise, lead fracture, high threshold, high lead impedance, and failure to disconnect. As received, a partial lead was returned in two pieces for analysis. Final analysis found that the insulation was abraded at 4.5 cm to 4.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction with friction to the device can.

Event description:
New information noted complaint of high pacing impedance, high capture thresholds, lead stuck to another lead and fracture the atrial (ra) lead. The patient was in stable condition.

Manufacturer narrative:
Correction: g2 for health professional and user facility not being selected.